Event description:
The user facility reported that during in-service training by the steris account manager, the processor began to leak from the lid area during a diagnostic cycle. No injuries, procedural delays/cancellations, or property damage reported.

Manufacturer narrative:
The reported event occurred prior to the device being turned over to the customer for use. The system 1e processor was returned for evaluation, and it was found that a small amount of water was leaking from the corner of the unit due to a small section of the lid seal being detached. The user facility has received a replacement unit and no additional issues have been reported.